Event description:
It was reported that there was an increase in thresholds, as well as a spike in and high lead impedance measurements in the right ventricular lead. The ventricular output was increased and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.